Manufacturer narrative:
The device was received by the resmed technical service center and an evaluation was performed. The evaluation determined that there was no fault found with the returned device. Further evaluation found that the apnea alarm and ventilation out of service message were triggered correctly due to the device setting of the apnea ventilation mode configured by the user/caregiver. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed an apnea alarm and "ventilation out of order" error message. There was no patient injury reported as a result of this incident.